Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot #: v239744, implanted: (B)(6) 2009, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Rep noted the device ruptured the skin and the area of concern related to the following is the ins site. Rep said the ins located on the right side and part of the lead (attached to ins) is exposed. They added that the patient being in the fetal position is what led to the erosion. It is unknown for sure, but the patient was being treated for an infection/symptoms related to an infection. The infected area was the ins site and lead site. As a result of what was reported, surgery is scheduled for a partial system explant on (B)(6) 2019 to remove the ins. Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). When asked to clarify the explant procedure, the rep noted only the ins was removed. They also noted the hcp made another pocket and placed the leads within them. The rep also noted the patient is doing much better now that the ins was removed. No further patient complications have been reported as a result of this event.